Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a right laparoscopic nephrectomy, the top ripped off by the iris valve. Another device was used to continue the case. No known patient consequence.